Event description:
The patient received his scs system, including an ipg, on (B)(6) 2010. It was reported that the patient had fallen directly on the ipg. The patient's programmer displayed error messages and was not able to communicate with his ipg, and the patient subsequently lost stimulation. The physician decided to explant the ipg on (B)(6) 2011. Follow up on the patient found that he has not been reimplanted yet. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.